Event description:
N/a

Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, a cause for the reported positioning failure could not be conclusively determined. Per the article, the reported deaths appear to be related to patient condition (low body mass index). Causes for the reported patient effects of cerebrovascular accident, renal failure, atrial fibrillation, and heart failure could not be determined. The reported patient effects of death, heart failure, atrial arrhythmias, renal failure, and cerebrovascular accident as listed in the mitraclip instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, medication, and surgery were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects reported in the articles are captured under a separate medwatch report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "low body mass index and risk of mortality after mitral transcatheter edge-to-edge repair procedure: the ¿obesity paradox¿" was reviewed. The article presented a retrospective single center study, to evaluate the impact of low bmi (23kg/m2) on the outcome after mitral transcatheter edge-to-edge repair (teer). Devices mentioned include mitraclip. The article concluded that low weight defined as bmi<23kg/m2 was associated with long-term mortality. [The primary author and corresponding author was rasmus carter-storch, md, phd, department of cardiology, odense university hospital, j.b. Winsløws vej 4, 5000 odense c, denmark, with corresponding email rcarterstorch@gmail.com]. The time frame of the study was january 2012 to june 2020. A total of 120 patients were included in this study, of which all received an abbott device. The average age of the patients enrolled was 76. The majority gender was male. As this is from a literature review, patient weight was not provided. Comorbidities included diabetes, previous myocardial infarction, coronary artery bypass surgery, peripheral artery disease, stroke, chronic obstructive pulmonary disease, atrial fibrillation, mitral regurgitation, tricuspid regurgitation, aortic stenosis, aortic regurgitation, mitral stenosis. Peri and post-procedural complications included grasping problems, heart failure, hospitalization, atrial fibrillation, acute tubulointerstitial nephropathy, surgical intervention, cardiac arrest, blood transfusion, medication, stroke, and death.